Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot number. The reporter stated the explanted iol was sent to a separate facility for testing. The product and the test results were requested from the reporting surgeon. Additional information was requested on 03/21/2008 and 03/24/2008 by phone, on 03/25/2008 by mail and by fax and on 03/26/2008 by email. Additional info has been received.

Event description:
A surgeon reported on a web chat-line that a pt's intraocular lens (iol) was explanted, due to the pt's complaint of negative dysphotopsia and unwanted visual sensations following cataract extraction and iol implant surgery. The following symptoms began shortly after the initial implant surgery over three years ago: blurred vision, difficulty reading, problems seeing at night, a dark temporal line, strobe light flashes temporarily and bubble lights that pulsate. The iol was reported to be in good position with 4+ glistening bodies. Some of the glistenings were noted to be in clusters. The iol was explanted in 2008. The pt was seen by several surgeons for their opinions prior to seeing this surgeon. Additional info has been requested.